Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
An insertion of chest drain procedure was being performed on the 18 month old male patient; who had a pre-existing condition of parapneumonic effusion/empyema & pneumothorax (bronchopleural fistula). Information was provided that the chest drain was inserted (left side). The drain had been in situ for 30 days when the chest drain broke / became separated from the hub. It was removed after the hub broke off, and just pulled out. No instruments were used or needed to remove it - they are held in with a drain-fix adhesive dressing. No replacement drain was inserted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation/evaluation during the course of the investigation, a review of the complaint history, visual inspection, quality control, instructions for use (IFU), and dimensional verification of the product was conducted. The returned device was examined. The hub showed no residuals from the bonding process. The catheter shaft was pinched 1 cm distal from the proximal end. There were 3 bends in the catheter shaft at the following positions along the shaft: the first at 5cm distal to the proximal end; the second at 6 cm and the third at 4 cm. The tube was not pinched at these bends, but the shaft was not straight. The device is supplied with an instructions for use (IFU); which gives device description, warnings and instructions for placement and use of the device. Based on the information provided, a root cause for this failure cannot be determined with certainty. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
An insertion of chest drain procedure was being performed on the 18 month old male patient; who had a pre-existing condition of parapneumonic effusion/empyema and pmeumothorax (bronchopleural fistula). Information was provided that the chest drain was inserted (left side). The drain had been in situ for 30 days when the chest drain broke / became separated from the hub. It was removed after the hub broke off, and just pulled out. No instruments were used or needed to remove it ¿ they are held in with a drain-fix adhesive dressing. No replacement drain was inserted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.